Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation a year ago. Subsequently, the lv lead was reprogrammed to cease therapy and the stimulation was resolved. The lv lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.